Event description:
It was reported that approximately 168 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, osteolysis, medial femoral condyle fracture and bone loss. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices 1609995 02-010-01-0330 - logic femoral ps cem right sz 3 1611563 200-02-35 - three peg patella 35mm 1634800 02-012-41-3030 - logic tibia traptray cem sz 3f/3t the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.